Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door opened successfully on the first attempt but immediately entered a failed state. The unit was recovered successfully; however, it failed again immediately afterward. A second recovery attempt resulted in no response from the remote manager. The unit did not beep or respond to user input. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed randomly. A field service engineer (fse) tightened up bus cable and also replaced micro switch to get remote manger back up. The system functioned as intended after the field service engineer repaired the device.